Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 7.5 mmol/l. The customer does not remember if pump was dropped or bumped recently. The customer was advised about the cot and she accepted.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window, cracked belt clip slot and cracked battery tube threads.